Event description:
Consumer called that she bought her incontinent wife bed pads from a dollar general. Something spilled (water) at home, did not have any paper towels, used one of the bed pads and ripped it in half. Consumer claimed that the chemicals from the pad burned her, and she had a chemical burn on her hand and side of the arm. Willing to send in item and pics. Name of item composure, as of today (B)(6) 2023 claims it's been a day, and it still itches and burns. Consumer felt like small pieces of glass were cutting her and all of her skin is smashed to one area.